Event description:
"Rupture of catheter."

Manufacturer narrative:
Visual exam of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage / opening from a sharp instrument to the tubing (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). There was no indication of wear related damage to the portion of the lap-band system returned. This opening may have been the cause of the leakage. Another breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: ?deflation of the band may occur due to leakage from the band, the port or the connector tubing.?